Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the pump software did not accurately suspend insulin delivery. Additionally, it was reported, that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose level was 306-307 mg/dl. Reportedly, the pump was replaced to address the issue.